Manufacturer narrative:
Visual device evaluation: unable to verify complaint. Photograph was provided. As such, the functional evaluation was not possible and the reported complaint condition was unable to be verified.

Event description:
Healthcare professional reported a during an attempted xen®45 gts implant in the right eye and experienced "poor sliding". No injury occurred to the patient.

Manufacturer narrative:
Device manufacture date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a during an attempted xen®45 gts implant in the right eye and experienced "poor sliding". No injury occurred to the patient.